Event description:
It was reported to the manufacturer by the end user, per the end user, patient fell out of bed and sustained bumps/bruises. The patient was checked by staff doctor and received x-ray/CT scan. Both scans were negative. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.